Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data files for the dates the discordant and rerun results were obtained. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The cause of the discordant, falsely low psa results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on three patient samples on the immulite 2000 xpi instrument. The occurrence of discordant results was intermittent, as the samples were run on different dates. The initial, discordant results were not reported to the physician(s) because they did not match the clinical picture of the patients. The laboratory reran the patient samples on the same instrument, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa results.

Manufacturer narrative:
Additional information (07/15/2013): a siemens field service engineer (fse) had been dispatched to the customer site after additional discordant psa results were obtained on patient samples (MDR 2247117-2013-00045 was filed for the event). The fse replaced the tip jam level sense printed circuit board, the manifold valve assembly, and the brush double grounding. During follow-up with the customer, the customer confirmed that no discordant results had been obtained on the instrument following the fse visit. This instrument is performing according to specifications. No further evaluation of this device is required.